Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode pad messages during initial pt setup) has been confirmed. As received, the belt failed incoming functional testing. Upon eval, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The pt received a replacement electrode belt.

Event description:
While fitting a (B)(6) male pt, a zoll pt service rep (psr) contacted zoll to report constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.